Event description:
It was further reported that a surgical procedure was performed to release the ofg stenosis. There was membranous tissue in the graft that had been end-to-end anastomosed with the graft. Following the procedure, the flow rate of the vad improved.

Manufacturer narrative:
A supplemental report is being submitted for an update to the event description. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the pump and outflow graft were not returned for evaluation. The reported outflow graft stenosis event cannot be confirmed due to insufficient information. The reported low flow event was confirmed via review of the controller log files, which revealed consistent power consumption below the normal operating range between on (B)(6) 2020. 4 low flow alarms have been logged since on (B)(6) 2020. Of note, it was reported that a surgical procedure was performed to release the reported outflow graft stenosis after which the power and flow returned to normal operating range. There is no evidence to suggest a device malfunction caused or contributed to the reported event. Based on the available information, a possible cause of the reported low flow event may be attributed but not limited to the constriction at the outflow graft. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Other devices involved in this event: d1: heartware ventricular assist system outflow graft d4: lot #: 1533042 / h6: method code(s): 4114 h6 result code(s): 3221 h6 conclusion code(s): 22, 67. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for additional information in a2. The file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system: heartware ventricular assist system ¿ outflow graft; model #: 1125, catalog #: 1125, expiration date: unk, lot #: 1533042, UDI #: asku, mfg date: unk. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced vomiting and loss of appetite. The patient was reported to be in poor physical condition. Chest x-ray showed pulmonary congestion. Lab results indicated a sharp rise in international normalized ratio (inr) to 4.86 and a b-type natriuretic peptide (bnp) of 1300. The patient was admitted for close observation. The power consumption on the ventricular assist device (vad) was below normal and stenosis at the end-to-end anastomosis of the outflow graft (ofg) was suspected and considered to be related to heart failure exacerbation. The patient complained of a headache and a computerized tomography (CT) scan indicated a subarachnoid hemorrhage in the upper left frontal lobe groove. The patient was transferred to the intensive care unit (ICU) and anticoagulation was fully reversed with fresh frozen plasma and vitamin for hemostasis. The patient developed high blood pressure and nicardipine was started. The patient continued with high and low blood pressure issues. Echocardiogram showed poor respiratory variability so the vad speed was increased. Transesophageal echocardiogram (tee) confirmed membranous tissue at the anastomosis site of the ofg and surgery is planned for re-anastomosis. The patient continued to have headaches and nausea occasionally, but he no longer has major problems such as consciousness disorder and quadriplegia. However, there are multiple infarct sites. The vad remains in use. No further patient complications have been reported as a result of this event.